Event description:
A malfunction alarm, identified by malfunction code malf 0, was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with pump reset information by technical support and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, which they acknowledged and understood. The customer declined further assistance with loading the cartridge and resuming insulin.